Manufacturer narrative:
Product complaint (B)(4). D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Subject ID: (B)(6) study no: (B)(6). Clinical adverse event received for poly failure, tibial ¿ wear is this event related to the study device? Definitely is this event related to the study procedure? Not related date of event: 27/aug/2024 date of implant: no information provided treatment/impact: no information provided. Additional event information 08/27/2024 medical records note the patient has right knee and left hip pain. The patient is post right knee replacement 1999.the patient required strut grafting and developed compartment syndrome and chronic foot drop. The patient also had reconstructive surgery on left foot. Recently the patient has noticed popping their knee and the knee will lock up. The patient has fallen and has experienced pain. Physical examination of the right knee showed mild effusion, with a lot of varus laxity. The surgeon impression is that is possible delamination of the polyethylene and recommends a insert revision. (Update (B)(4). It should be noted that the patient was also experiencing left hip pain on their natural hip and radiographs showed arthritic changes. The patient has had multiple localized steroid injections for the pain. The surgeon impression is left hip trochanteric bursitis. (No pc required)

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.